Event description:
It was reported that during da vinci-assisted sleeve gastrectomy, the sureform stapler 60 instrument with a blue sureform60 reload, pushed the tissue instead of stapling and cutting the tissue (ripped the tissue). Staples fell into the patient and the reporter indicated that they were not all retrieved. The reporter stated there was tissue bunching, however the surgeon did not encounter any obstructions such as clips, staples, bone or other hard objects between the instrument jaw. On (B)(6) 2021, intuitive surgical, inc. (Isi) obtained the following additional information from the site¿s robotic coordinator: during the da vinci-assisted gastrectomy, the instrument was in use approximately twenty minutes and was fired four times without issue. The instrument was inspected prior to use and no issues were noted. After it was observed the tissue was pushed instead of being stapled, a new stapler and reload were obtained and the procedure was completed. When asked to clarify if fragments of the staples had fallen inside the patient, the reporter answered ¿no, only deployed staples¿. The patient has not returned to the hospital nor reported experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the blue sureform 60 stapler reload involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/confirmed the customer reported complaint. Fa noted the reload was found to have the knife exposed within the knife track. The reload was found to be fully fired. Additional observations not reported by site that are related to the customer reported complaint. The reload was found to have malformed staples lodged to the exposed blade within the knife track. The reload was disassembled in-house for inspection. The reload was found to have cartridge damage and blade damage. No material appears to be missing. Root cause of these failures are attributed to mishandling/misuse. Isi also received the sureform 60 stapler involved with this complaint and completed device evaluation. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. No malformed staples or incomplete firings were observed during in-house testing. There is no problem detected. A review of the site¿s complaint has been performed and identified one additional complaint that was generated to document the initial report for the sureform 60 stapler of this event. No image or procedure video was provided for review. A review of the system logs for the event date of (B)(6) 2021 has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. This complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform stapler 60 instrument pushed the tissue instead of stapling and cutting the tissue (ripped the tissue). The tissue was bunched up. Staples fell into the patient.